Event description:
A malfunction was reported on the customer's pump, but there were no noteworthy events preceding it. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the pump and acknowledged receiving the field correction notice. The pump was included in a field correction and was still under warranty, prompting technical support to issue a replacement. The customer was instructed to use a manual injection method temporarily, ensure proper storage of the old pump, and return it using provided materials. Instructions were also given on programming the new pump with personal settings and reconnecting the cgm. The customer understood and complied with these instructions.